Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the hemoglobin readings are off by a lot. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: additional information: a2. Age at time of event and a3. Sex h3 other text : device not returned

Event description:
The customer reported the hemoglobin readings are off by a lot. No patient impact or consequences were reported.